Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and was partially recaptured and redeployed six times. After the sixth redeployment it was noted that there was a thrombus present on the core wire of the wds. The physician gave an additional bolus of heparin to treat and dissolve the thrombus. The thrombus did not resolve so the physician fully recaptured the was and wds while aspirating back through the devices. Both of these devices were removed from the patient and the procedure was completed using a new was and new wds. The closure device was successfully implanted in the laa of the patient. There were no other complications or consequences as a result of this event.